Event description:
Report received of an underdelivery. During routinr preventative maintenance testing at a user facility, the pump reportedly underdelivered. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, ao additional info was provided.